Manufacturer narrative:
The results of the software analysis are inconclusive since relevant information related to the event was not able to be obtained. Based on the information received, the cause of the reported incident could not be conclusively determined. If additional information is received, the analysis will be re-opened and reassessed.

Event description:
It was reported, there was no bluetooth (ble) connection to the device when attempting to interrogate. The device was able to be interrogated using inductive telemetry to resolve the event. The patient was stable.